Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was over 200 mg/dl at the time of the call. The customer did not have time to trouble shoot the issue at the time of the call. The customer was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.